Event description:
The customer stated that he has been experiencing high blood glucose levels for the past month. The customer stated that he was hospitalized twice this past month, due to high blood glucose levels. Once with a blood glucose reading of 917 mg/dl and another with a reading of 1155 mg/dl. Prior to the last hospitalization, the customer treated with manual injections, but the blood glucose levels remained high. The customer also seemed confused during the time the blood glucose levels were high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer stated that he felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
The insulin pump passed the functional tests including the prime, displacement, occlusion and excessive no delivery alarm tests.